Manufacturer narrative:
Image review: the patient¿s executive summary was provided for anatomical review. The patient¿s annulus perimeter measured 83.7mm, with a perimeter derived diameter of 26.6mm suggesting a size 34mm evolut. Aortic valve appeared to be a sievers 0 bicuspid aortic valve with only two cusps visible, with significant calcium. The event refers to an infold; however, images of the fluoroscopic valve load inspection and deployment were not provided for review. Of note, infolding could occur due a misloaded valve, anatomical characteristics such as calcium, and recaptures. As images related to this event were not provided, this review is inconclusive. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during implant of this transcatheter bioprosthetic valve, infolding occurred. The valve was removed from the patient. A new valve, delivery catheter system (dcs) and compression loading system (cls) were used to successfully complete the procedure. No adverse patient effects were reported.

Manufacturer narrative:
Continuation of d10:  product ID: d-evolutfx-2329 (lot: 0012148529); product type: 0195-heart valves; product ID: l-evolutfx-2329 (lot: 0012148537); product type: 0195-heart valves. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that no misload was identified during loading. The infold was noted on the first deployment. Per the physician, the patient's bicuspid valve with severe calcification contributed to the infold.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated data: d9 h2 h3 h6 product analysis: upon receipt at medtronic¿s quality laboratory, the valve was returned loaded inside the capsule of the delivery catheter system (dcs). The valve was removed from the dcs and forwarded to the santa ana return product analysis lab. The valve was received in a heart valve return kit jar fully submerged in cloudy 0.2% glutaraldehyde solution. The valve was discolored showing evidence of blood contact. The valve was received in a crimped state, most notably at the waist and inflow. As received, all leaflets appeared partially closed with a gap between the free margins. The leaflets were slightly stiff yet flexible. All leaflets exhibited signs of creases and frame imprints. These conditions may be associated with the valve being loaded in the capsule of the dcs for an unknown duration of time. Remnants of coagulated blood were found on all commissures. All commissures appeared intact. Creases and frame imprints were observed on the valve skirt. The valve was submerged in body-temp (approximate 37 celsius) saline. The frame expanded to full dilation. No kinks were observed on the frame. The valve was placed in a cold saline bath to perform loading simulation per instructions for use (IFU). Upon loading, the frame paddles were seated within the paddle attachment pockets without issue. The capsule was advanced covering the frame paddles and outflow crown struts. The capsule was advanced until the capsule guide tube covered the commissure pad of the valve. The inflow cone was advanced to crimp the inflow portion of the valve; no issues were noted. The capsule was fully advanced over the valve. No visual or tactile anomalies were noted during the loading simulation. To evaluate against the reported event of infolding, the valve was deployed in a body-temp (approximate 37 celsius) saline bath. The deployment knob was rotated to expose the valve at the inflow; no anomalies were observed. The valve continued to be deployed up to the point of no recapture without issue. The valve was fully deployed. No anomalies were noted during the deployment simulation. Conclusion: the device history record was reviewed and showed this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. Infolding events are typically related to patient anatomical factors (i.e., calcification level, left ventricular outflow tract (lvot) anomalies, compliance of the annulus, bicuspid valve, etc.) And/or procedural factors (i.e., pre-case planning, sizing, loading, user technique, etc.). Additionally, the valve frame is constructed with nitinol and the latticed strut design allows the valve to be compressed and loaded into the delivery system. During either the loading or deploying/recapturing process, the struts may cross over and catch on each other while being compressed, and potentially cause infolding. In this case, no root cause can be determined, however the patient¿s calcified anatomy and the possible mis-sized valve are likely contributing factors. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.